Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist hasused less drills than recommended to perform the implant installation.the investigation of the complaint was carried out considering theanalysis of the information given by the dentist in the guarantee form,visual conference of the product returned by the dentist and theevaluation of relevant production records.considering the surgical methodology, it was seen that the dentist hasused less drills than recommended to perform the implant installation.the investigation of the complaint was carried out considering theanalysis of the information given by the dentist in the guarantee form,visual conference of the product returned by the dentist and theevaluation of relevant production records.

Event description:
(B)(4).- the dentist reported that 2 years and 6 months after the dental implant was installed in intraoral region 31#, its loss of osseointegration was observed. Moreover, 45n.cm of primary stability was achieved and the patient presented bone type ii.

Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(6)- the dentist reported that 2 years and 6 months after the dental implant was installed in intraoral region 31#, its loss of osseointegration was observed. Moreover, 45n.cm of primary stability was achieved and the patient presented bone type ii.